Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 1627487-2013-17608 and 1627487-2013-17609. It was reported the pt's scs system was explanted and replaced due to lead migration in addition to the scs ipg being non-functional as a result of the pt not charging her scs ipg for "sometime".